Event description:
During review of manufacturer¿s programming history, it was noted that the patient came into an appointment on (B)(6) 2008 set to setting that would indicated an incomplete diagnostics. All settings, except for frequency, were corrected that day. At the prior appointment on (B)(6) 2008, there was a faulted normal model test and then a successful system diagnostics (per programming data) and there was no final interrogation.